Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts from the three most proximal stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal from the guide catheter. A visual and microscopic examination of the device identified that the tip of the device was slightly kinked and damaged. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-oct-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right side. The 90% stenosed, 24x4.00mm, concentric target lesion containing a bend between >45 and <90 degrees was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. After inserting a 7f 3.5 extra back-up (ebu) guide catheter and a non-bsc guide wire, the lesion was pre-dilated with a 3x12mm maverick balloon catheter. Subsequently, a 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The synergy¿ stent was removed and the lesion was pre-dilated again and a buddy wire support was used. The synergy¿ stent was advanced again but still could not cross the lesion. The device was removed and the procedure was completed with a 3.5 x 30 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.